Event description:
Additional information received from reporter on 14-nov-2023, for mw5147801. G6 inserted (B)(6) 2023. At 8:21 am (B)(6) 2023: dexcom g6 reading 171 mg/dl, finger stick reading is 130 mg/dl which is off > 20% of acceptable mard (mean absolute relative difference). Dexcom g6 sensor inaccuracy: 9:34am g6 reading 126 mg/dl, 9:39am g6 reading 148 mg/dl, 9:44am g6 reading 148 mg/dl, 9:49am g6 reading 152 mg/dl with a diagonal arrow going up! Double-checked at this time and finger stick reading is 120 mg/dl, calibrated device, and after, when going into the dexcom app settings it says "last calibration (B)(6) 2023 at 12:50 pm, now that doesn't sound right does it? 11:29am g6 reading 103 mg/dl, finger stick reading 125 mg/dl. Sensor inaccuracies (B)(6) 2023: 1:54am g6 reading 225 mg/dl, 1:59am g6 reading 174 mg/dl. 3:39am g6 reading 149 mg/dl, 3:44am g6 reading 114 mg/dl. 4:19am g6 reading 114 mg/dl, 4:24am g6 reading 139 mg/dl.

Event description:
Dexcom g6 sensor reading inaccuracies (B)(6) 2023: 12:09pm g6 reading 131 mg/dl with a straight arrow, 12:14pm g6 reading drops dramatically down to 105 mg/dl with no arrows. 12:29pm g6 reading125 mg/dl no arrows. 12:34pm g6 reading 105 mg/dl no arrows. 12:49pm g6 reading113 mg/dl no arrows, at this point I realize the sensor is having trouble and double-checking on finger stick is 137 mg/dl.